Event description:
On (B)(6) 2010, the pt reported that the menu button of her infusion device was not responsive. She removed and reinserted the battery and the issue persisted. She was assisted in switching to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.